Event description:
The hospital reported that randomly during an endoscopic vein harvesting procedure, the hemopro toggle sticks. The reporter stated "the switch on the bisector is sticking during procedures". Procedure was completed using the same device by shaving off the detent stop with a number #10 blade, so that the switch moves more smoothly. The hospital did not report any pt effects. Product is not returning as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. (B)(4).